Manufacturer narrative:
Evaluation summary: product inquiry states the screwdriver, self-holding extra short to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for more than six years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The tip of the movable blade was found completely broken off. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent the bending, the device is laser-marked with the printing ¿do not lever¿. The appearance of the damage suggests that the breakage of the blade may have occurred during the cleaning process, when too high bending forces were applied on the movable blade. A pre-damage in prior surgeries cannot be excluded. It is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage . The wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver post-dates the process change. However based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an insufficient handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The nurse reported to customer service that a splinter of metal has fallen off the tip of the screwdriver. This was discovered after washing the instrument after surgery.